Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated using the remote monitoring system. The patient was referred to contact their clinic for troubleshooting. At this time, the device remains in service. No adverse patient effects were reported.